Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarm, if the customer was not able to resume insulin delivery, the supplies to the pump were changed. The customer's blood glucose (bg) level was not impacted; however, after the last occlusion, the impact to the customer's bg was not known. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.